Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 4 years and 3 months post implant of this 27mm aortic bioprosthetic valve, it was explanted and replaced with a 25mm aortic bioprosthetic valve of the same model. The reason for the replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information that the reason for replacement was aortic valve endocarditis with perivalvular root abscess. It was reported that prior to explant, the patient was admitted for an e. Coli bacteremia, found to have cholecystitis and subsequently underwent a cholecystectomy. It was stated that an electrocardiogram (EKG) performed prior to explant noted a right bundle branch block and first-degree atrioventricular block. A chest CT (computed tomography) performed prior to explant noted that the aortic root shows peripheral densities/calcifications trilobed with no luminal filling defect or vegetation, right sided moderate size effusion, left sided pleural effusion, lower lung atelectasis and volume loss with some mild interstitial edema. It was reported that antibiotic medication were given. No additional adverse patient effects were reported.